Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had pixels, lines, and was black throughout parts of the display. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.